Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8336-70 serial #: (B)(4) description: coveredge 32, 70 cm 4x8 surgical lead it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg site opened up. It was also reported that the patient was experiencing pain at the shoulder blade and lead migration was confirmed through x-ray. The patient underwent a revision procedure wherein the wound was flushed and the lead was repositioned and re-anchored. The patient was doing well postoperatively.